Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 6/18/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: no defect was found. Audio tone was not too loud, it was operating in normal range, its sound was tested to the sound tester & found 69.1 db which is good audio output.